Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damages to the outer layer of the modular cable (lot number 8538279) was confirmed via product analysis. The modular cable (lot number 8538279) was returned with discoloration to both bend reliefs and discoloration to the outer polyurethane jacket. A superficial tear was also noted approximately 5¿ from the inline connector which did not breach the armor layer. Available information provided that log files were not available, and the modular cable was exchanged. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental findings: worn off locking markings on the inline connector. The relevant sections of the device history records for the modular cable (lot number 8538279) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and instructs the user on how to keep the driveline clean by using a towel with mild dish soap and warm water to gently clean it. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ventricular assist device (vad) coordinator recognized damages in the outer layer of the patient's modular cable. The modular cable was exchanged.